Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Upon investigation 04/12/2010, manufacturer's domestic evaluations lab found melted plastic around inform electrical contact pins 3 and 4. No adverse event reported. The device was returned, replacement sent.